Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported the patient underwent an explant for an unknown reason.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain in the right knee post-implant. As such, the system was explanted to address the issue.

Manufacturer narrative:
Correction: h6 codes were corrected. B5 was corrected.